Event description:
The patient was revised due to continued pain. It was reported that the patella was not tracking well and had caused cartilage damage to the femoral condyle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.